Manufacturer narrative:
Upon further investigation, the customer reported that the issue was discovered during testing, and the unit was not in use on the patient. Therefore, this complaint no longer meets reportability requirements.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 03mar2021.

Event description:
The biomed is reporting primary alarm failed diagnostic code. The customer contacted product support and reported while performing control test, the unit gave a check vent primary alarm failed message. The customer has confirmed diagnostic code primary alarm failed in the v60 significant event log. Product support advised the customer to ohm out the speakers and attempt to identify the defective speaker. Customer has advised to close the case. The customer will call back if they have any additional questions. The customer reported that the unit was not in use on a patient. The issue was discovered testing.